Manufacturer narrative:
The lot numbers for both of the malfunctions were provided and lot history reviews were performed. The devices were not returned for evaluation, therefore the investigations are inconclusive for the reported failure as no objective evidence was provided. The definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 1808551 implantable port allegedly experienced a missing component. This information was received from various sources. No patients were involved and patient information was not provided.